Manufacturer narrative:
(B)(6). Investigation results: investigation summary: no samples or pictures have been received for investigation. Ten retained samples of 50pf lot 1709207 were evaluated. On visual inspection of these ten retained samples, no damage or molding defect was observed in any of them that could be related to the alleged defect. DHR of lot 1709207 has been reviewed not finding any annotation or deviation regarding the alleged defect. During assembly process mechanical leak test is done to every syringe. In case any fails it is rejected automatically to scrap. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Leak tests were carried out with the 10 retained samples according to procedure and iso 7886-1 annex d. The 10 samples meet iso 7886-1 annex d. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Root cause description: this issue is not related to a manufacturing defect. Since no damage or molding defect has been observed retained samples evaluated and they meet iso7886 annex d, since no incidence happened during manufacturing process, a definitive root cause cannot be determined.

Event description:
It was reported that while filling a 50 ml bd perfusion¿ syringe, liquid leaked from the plunger when it was pressed. There was no report of injury or medical intervention.